Event description:
Twelve patient samples tested negative for elecsys rubella igm, however tested positive using 2 different methods. Testing using initial method was negative. Repeat testing of 9 of the samples using 2 different methods gave positive results. Repeat testing 3 of the samples gave positive results with the first method, and negative results with the second method. If additional information is received, appropriate notification will be provided.